Event description:
It was reported that (B)(6) called in and no longer lives in the united states and now lives in (B)(6). Larry stated that he jumped into the sea with the insulin pump on and there was moisture damage to the pump. Customer was advised to contact global, but the call was disconnected. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.